Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had an intraocular lens (iol) implanted in the right eye on (B)(6)2017, where the iol was placed at 118 degrees. The patient returned on (B)(6) 2017, for the 1-month post-operative exam, and the iol had rotated and was at 104 degrees. The subject was reported to be happy with their visual outcome. No repositioning is planned. Uncorrected visual acuity -right eye = 20/25. Best corrected visual acuity- right eye = 20/20. No additional information was provided to abbott medical optics.